Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister, the injection function did not work on the tip of the co2 blower. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/25/2019. Signs of clinical use and no evidence of blood was observed. The blower mister was observed to be intact, no visual defects were observed. No kinks were observed in on the tubing. The tip of the blower mister was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted the flow control for the saline was adjusted between 5l/min (0.08l/s). Care was taken not that it doesn't exceed 8l/min. The pinch clamp on the IV tubing was closed and the IV spike was connected to a new bag of sterile saline with pressure cuff around it. After opening the pinch clamp the sterile saline and the co2 gas started to flow simultaneously through the IV tubing. We were able to adjust the sterile saline flow to 1-5 (ml/mim) and the flow of co2 gas with the help of the rollers. The sound of co2 gas was heard at the atruamtatic tip while coming out of the tube. To determine patency of the tubes, a blue dyed saline fluid was injected into the saline port. There were no blockages and the fluid flowed through all the way to the tip and out it dripped. The same test was conducted on the co2 tube. The fluid did flow through the tube and no resistance was felt when the fluid was pushed into the co2 tube. Based on the returned condition of the device, the reported failure "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister, the injection function did not work on the tip of the co2 blower. A replacement device was used to complete the procedure. The hospital did not report any patient effects.